Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals. Analysis of the data also indicated the criteria for a right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy from the right ventricular (rv) lead. The lead was exhibiting noise and a lead integrity warning had triggered due to a large increase in short ventricular intervals. Lead fracture or a connection issue to the cardiac resynchronization therapy defibrillator (crt-d) were suspected. Detections were turned off and the patient was programmed to pace only in the right ventricle. A procedure was scheduled for the following day to test the lead with an analyzer and replace the crt-d which was also nearing the recommended replacement time (rrt). It was later reported that there was difficulty implanting a new rv lead. The status of the chronic lead is unknown. Follow up yielded no further information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the rv lead had also exhibited high pacing impedance. The lead was capped. An attempt was made to implant a new defibrillation lead but the vein was occluded. A capped pacing lead that was used when the patient had a pacemaker was reactivated and connected to a new cardiac resynchronization therapy pacemaker (crt-p). It was also confirmed that there had been no connection issue with the chronic rv defibrillation lead and the crt-d which was replaced.